Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed returned instrument test/evaluation (rite) functional test for therapy monitored volume performance specifications, but the rite electrical safety analyzer test passed. Inspection revealed that the piston foam was deteriorated, which is the cause of the reported rite functional test failure.